Event description:
It was reported that the pressure guidewire was used to obtain an ffr readings of lad and found no signal. It was further reported that the pressure guidewire did not get stuck in lesion or any device. There was no pt injury and no adverse events reported. The pt was released according to the original treatment plan. The pressure guidewire was received by the MFR and during the evaluation it was observed that the distal part of the pressure sensor was missing from the device.

Manufacturer narrative:
(B)(4). The mfg documentation for this device was reviewed and the device met all quality and mfg release criteria. To date, no other complaints have been reported for this failure mode within this lot. During examination of the returned device, kinks in multiple locations of the hypotube were observed; the distal tip was shaped. The distal part of the pressure sensor was missing from the sensor housing. The signal test was performed and "attach wire to connector" message was obtained which is likely the result of the partially missing pressure sensor. The pressure sensor is fabricated from (B)(4); and is not readily seen on x-ray equipment commonly used in the cardiac cath; it may or may not appear on the cine or fluoroscopy depending on the size of the vessel. In the event that a portion of the sensor was left inside the coronary artery, the following possible events could have taken place: vessel closure due to thrombosis, ischemia on ECG and/or chest pain, and/or myocardial infarction of the impacted vascular bed. However, it was reported that none of these possible events have occurred. No adverse events were reported by the user. This event is being reported as it is not possible to determine when the pressure sensor became separated. No further action is required.